Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the stylus touch-pen of the device did not work; the stylus was replaced. It was also noted that the emergency button did not work, display flex was damaged, power cord bay was broken, media bay door was damaged, lower hinge plate was broken, electrocardiogram (ECG) connector was loose, and the display hinges were worn. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests.

Event description:
It was reported that the stylus touch-pen of the programmer did not work; the stylus would not interact with the display screen of the programmer, and attempting with a new stylus did not resolve the issue. The programmer has been returned for repair. There was no patient involvement. On 2017-02-08: it was further reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of specification during manufacturer¿s analysis.